Event description:
A malfunction was reported by the caller concerning the pump, identified as malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Tandem technical support walked the customer through a pump reset and arranged to send a replacement pump with updated software. The customer was instructed on the return process for the malfunctioning pump, including putting it into storage mode and returning it within 10 days to avoid fees. The customer acknowledged the need to program settings and connect their cgm to the replacement pump, and a signature was required upon delivery. The customer continued to use the pump for insulin therapy.